Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD) as the projected battery life had gone from 3.5 years to elective replacement indicator (eri) battery status in approximately 18 months. Boston scientific technical services (ts) analyzed the device data and it appeared the battery was depleting faster than expected, and recommended replacement within 90 days. This device remains in service, no additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD) as the projected battery life had gone from 3.5 years to elective replacement indicator (eri) battery status in approximately 18 months. Boston scientific technical services (ts) analyzed the device data and it appeared the battery was depleting faster than expected, and recommended replacement within 90 days. This device was later explanted and replaced with a new device. There is no indication this device will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned ICD was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD) as the projected battery life had gone from 3.5 years to elective replacement indicator (eri) battery status in approximately 18 months. Boston scientific technical services (ts) analyzed the device data and it appeared the battery was depleting faster than expected, and recommended replacement within 90 days. This device was later explanted and replaced with a new device. There is no indication this device will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains new information regarding device explant as well as updated contact information for initial reporter.